Event description:
Medtronic received information that following the implant of this 31mm transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was present. The physician stated it was due to a large annulus. A post-implant balloon valvuloplasty was performed which did not resolve the pvl. A second valve was implanted valve in valve which reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution, and the clinical observation does not indicate a potential manufacturing issue. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the physician stated that the cause of the moderate pvl was due to patient anatomy; however, a conclusive cause could not be determined from the limited information available: no procedural video images were submitted and the valve remains implanted. Mild pvl, which has minimal impact on the patient and is generally deemed an acceptable residual condition, was observed after the implant of a second device valve-in-valve.